Event description:
It was reported that the filter detached. A filterwire ez was selected for use in a stenting procedure of the internal carotid artery (ica). During preparation, the filter detached from the delivery wire. A new device, same model, was used to complete the procedure. There were no patient complications as a result of the event.